Event description:
Balloon burst during procedure. Burst atmospheric pressure was 18, balloon burst at 14. This was the third inflation with this balloon and burst atmospheric pressure was never reached.